Manufacturer narrative:
Please reference medwatch and follow up report 2033227-2014-70338. The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There was no traces of moisture were noted at electronic assemblies. The unit alarmed motor error during the rewind due to corroded motor assemblies. The unit was unable to perform displacement test due to motor anomaly. The unit was received with cracked case at display window corners, reservoir tube lip, with minor scratches on lcd window, and the end cap sticker was missing.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and button error while they were changing the set. The blood glucose reading was 229 mg/dl. There were no significant events leading to the alarm observed. Troubleshooting was conducted on the insulin pump and they were unable to complete the rewind sequence. It was also stated that the customer works around magnets, but they are small. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer called another time to add information. The customer stated that they are smelling insulin, unable to rewind, there is no response when they click the act button, and have been having high blood glucose readings for the last few days. The customer's current blood glucose readings were 397 mg/dl. The high blood glucose readings had not been treated because they do not have a back-up plan. The customer stated that they felt nauseas. The insulin pump will be replaced.